Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the hemopro jaw was loose. The hemopro was removed from the tunnel and cannula. Upon examination, the jaw boot was easily removed and was torn, exposing the metal jaw. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).